Event description:
It was reported that during the attempt to withdraw the inner sheath the tip broke off in the coronary sinus.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.